Manufacturer narrative:
The t:slim x2 pump user guide states, "do not start to use your t:slim x2 pump before you have been appropriately trained on its use by a certified tandem pump trainer. Consult with your healthcare provider for your individual training needs for the t:slim x2 pump. Failure to complete the necessary training on the pump could result in serious injury or death." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (50 mg/dl-398 mg/dl). Reportedly, customer self-started on the pump prior to being trained. Blood glucose levels were addressed with correction bolus, consuming a snack, and drinking water. Tandem representative contacted customer's parent to schedule training.